Event description:
It was reported that during the device evaluation, the rigid video laparoscope displayed error code 104. Additionally, the fiber bonding in the outer tube area (distal end) was damaged and the light guide lens of the insertion section was broken. Also, the image was not displayed, the dielectric strength was inadequate, and the light was dim or non-existent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction ¿error 104 occurs¿ was traced to a broken tesu board. The most probable cause of the malfunction ¿dielectric strength is inadequate¿ was traced to damage to the outer tube. Additionally, the most probable cause of the malfunction ¿light is dim or non-existent¿ was traced to a broken light guide lens in the insertion section. Finally, the most probable cause of the malfunction ¿the fiber bonding in the outer tube area (distal end) is damaged¿ was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.